Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr xl revision, original resurfacing surgery - (B)(6) 2003, revision of femoral head - (B)(6) 2004, revision of xl system - (B)(6) 2010, reason for revision - component loosening (unknown which product became loose) pain and leg length discrepancy. See dint (B)(4) for resurfacing revision of femoral head, update: (B)(6) 2012 - stem details. Update - (B)(6) 2014 (left) - we have been informed by (B)(6) that this patient is deceased. The date of death is unknown. See com (B)(4) for 1st revision. (B)(6) 2014 ¿ no further information is available regarding the death of this patient. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with the asr (B)(4). No explants have been received at lirc for investigation. (B)(6) have confirmed that there is no allegation of a link between the asr implants and the death of the patient. Should further information become available, the complaint will be re-opened and evaluated for investigation. Update - (B)(6) 2015 - removed original implant date as products implanted at different times. It should not have been entered originally. ((B)(4))

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr xl revision, original resurfacing surgery - (B)(6) 2003. Revision of femoral head - (B)(6) 2004. Revision of xl system - (B)(6) 2010. Reason for revision - component loosening (unknown which product became loose) pain & leg length discrepancy see (B)(4) for resurfacing revision of femoral head. Update: (B)(6) 2012 - stem details. Update - (B)(6) 2014 (left) - we have been informed by (B)(6) that this patient is deceased. The date of death is (B)(6) 2013. See (B)(4) for 1st revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.